Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser port light was red three times, and the laser power had to be turned up to get the desired effect when using the laser indirect ophthalmoscope.

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to address the first reported event. The company representative did not indicate finding any issue associated with the reported event of low power or laser indirect ophthalmoscope (lio). The system was tested and found to meet product specifications. The system was manufactured on july 21, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).